Manufacturer narrative:
A field service engineer (fse) prior to arriving at customer site, the fse confirmed with the customer by phone the reported error is 2160 y axis cup transfer detection failure and not 2075 (2000 only) air detected during specimen suction by main arm. The customer stated the system aborts with the reported error. At the customer site, the fse ran cup transfer macro and was unable to reproduce the error due to the error being intermittent. The fse replaced the cup transfer assembly (picking up mechanism) as well as the flex cable to the assembly and performed alignments. The fse validated the analyzer by quality control (qc) with results within acceptable range and also performed sixty (60) test with no errors recurring. The aia-2000 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operators manual under appendix 4: error messages states the following: [2160] y-axis cup transfer cup detection failure. Cause : the cup-gripping sensor failed to detect a cup prior to cup pickup. The measurement result is flagged with mf or se. Solution : contact tosoh service center or local representatives. The aia-2000 operators manual under appendix 4: error messages states the following: [2075] air detected during specimen suction by main arm cause : after specimen suction, it was determined that the tip failed to touch the liquid surface even though the specimen level was 2 mm or higher than the bottom of the container. If retry fails, the measurement result will be flagged (mf flag). Solution : ensure that the specimen is in the correct position and is free from bubbles. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported issue was due to failure of the cup transfer assembly and the cup transfer flex cable.

Event description:
A customer reported error 2075 (2000 only) air detected during specimen suction by main arm on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.